Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was flooded, twisted and had scratches. The connector was dented. Scope mount was loose. The switch was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image, possibly due to a broken cord. The issue was found during preparation for use of a therapeutic procedure. Procedures were completed using a different device. There was no patient involvement at the time of the incident.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to poor communication caused by cable failure. It is likely that cable failure was caused by water entering inside the cable from a cut on the cable and the cable was deteriorated. The phenomenon can be prevented by following the description in the instruction manual for flooding which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.". Olympus will continue to monitor field performance for this device.